Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿raynaud's phenomenon.¿ upon further review, patient has a history of the event and it occurred prior to implant date, therefore no complaint against the device. Healthcare professional later reported "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as unidentified (tear) opening. Shell thickness was within specification. No other observations observed, no further actions are required.

Event description:
Patient reported right side ¿raynaud's phenomenon.¿ upon further review, patient has a history of the event and it occurred prior to implant date, therefore no complaint against the device. Healthcare professional later reported "rupture". Device has been explanted and replaced.